Event description:
It was reported the patient had both high and low impedances on their right dbs lead extension. X-rays revealed that both the right and left lead extensions were twisted and in a ball. Patient is reportedly a twiddler and flipped the battery multiple times causing the extensions to be twisted. As a result, surgical intervention took place on (B)(6) 2024, wherein both the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.